Event description:
The pt was revised because a cr rp insert was mistakenly used with a ps femoral during the original surgery. The construct became unstable overtime.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusion about the reported event; however, the reported implanted products are not depuy recommended compatible devices. Add'l provided info stated, the product was not suspected of failing to meet specs. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.